Manufacturer narrative:
The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter initially provided the information in this report as a voluntary event report submitted directly to FDA, report number mw5088234. The initial reporter complained of questionable inr results from a coaguchek xs pro meter. It was asked but the customer did not know the meter serial number or the laboratory reagent. The elapsed time between the results was within 2 hours. The result from the meter with a fingerstick at home was 4.5 inr. The result form the laboratory with a venipuncture was 3.1 inr. The patient's warfarin dose was lowered based on the finger stick but returned to normal after the laboratory result. The patient felt fine at the time the tests were taken. The patient's therapeutic range was 2.0 - 3.0 inr.